Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during initial drain while the patient was connected. The patient was trying to re-prime the machine because it had 6 more inches to reach the top of the patient line and went into initial drain instead. The patient noticed that one of the bags had a loose connection and began to leak at the connection. The renal therapy service agent assisted the patient to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.